Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer stated the calibration and qc were acceptable. The field service engineer (fse) found the event was caused by the sample probe's external rinse. He adjusted the external probe rinse, checked all fluidics, and confirmed normal gear pressure. Precision and operational checks were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial ca2 result was 4 "something" mg/dl. The customer questioned the low result which prompted them to repeat the sample. The sample was repeated and the result was a "normal result." The lower normal reference range for adults is 8.6 mg/dl. The exact results were not provided. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.